Event description:
In a journal article, a surgeon reported three cases of lens axis rotation following intraocular lens (iol) implant surgery. In all three cases, the iol was repositioned during a secondary procedure one to two weeks following the initial surgery. Additional info has been requested. There are three medical device reports associated with this event. This report is for the third pt.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the reporter to properly complete an investigation. Additional info was requested. Chang, d, repositioning technique and rate for toric intraocular lenses. Cataract refract surg. 2009;35(7): 1315-1316. (B)(4).